Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. The customer-reported issue of a fault alarm could not be confirmed or reproduced during investigation testing. The driver passed all test sections and pressure performance metrics associated with normotensive and hypertensive settings. Additionally, an extended observation run was performed, during which the driver functioned as intended with no anomalies or unintended alarms. There was no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was switched to a back-up freedom driver without any reported adverse patient impact.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, it continued to perform its life-sustaining functions. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was switched to a back-up freedom driver without any reported adverse patient impact.